Event description:
It was reported that the patient had a hemorrhagic conversion status post left distal m1 lvo and left m2 aspiration thrombectomy. A craniectomy was performed during their left ventricular assist device implant admission on (B)(6) 2024. During this time the patient had some low flow alarms that occurred in the operating room due to bleeding and continued to occur throughout the next day. Per the operation note, the surgeon closed after "jp" placement and administered fluids and blood products. A transesophageal echocardiography was done to rule out cardiac etiology. Klebsiella was identified in scalp drainage status post craniectomy, and debridement was performed. Log files captured persistent low flow events from (B)(6) 2024 at 14:35 through (B)(6) 2024 14:41 with a flow noted as low as 0.9 lpm. There were several other low flow events scattered over the remainder of the log file in the presence of elevated pulsatility index values. The patient was discharged to a long term acute care on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow events which the account attributed to bleeding. The submitted controller event and controller periodic log files collectively contained relevant events from 13mar2024 through 14mar2024. Intermittent low flow hazard alarms were captured on both days. Of note, elevated pulsatility index (pi) values were observed during the low flow events. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including stroke, infection, and bleeding. This section also addresses pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Furthermore, this section states that if the fixed speed has been set 200 rpm or more below the low speed limit, a low speed advisory alarm appears. Section 6 of the IFU, ¿patient care and management¿ outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. This section also lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient's stroke occurred on (B)(6) 2024. They experienced right-sided paralysis. A computed tomography (CT) scan was performed.